Manufacturer narrative:
Date of report: nov 16, 2007.

Event description:
Procedure: lap nephrectomy. According to the reporter: the tissue pad was getting distorted and white plastic tip was coming off during surgery. Another shears was used for the surgery.